Manufacturer narrative:
Device evaluation by manufacturer: root cause of the reported event has not yet been established. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. No issues were found with the console. How the errors occurred remains undeterminable as no problems were detected during testing.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure, as the aquabeam handpiece scope carriage was rolled back it would not allow the aquabeam scope to latch properly. The aquabeam handpiece was replaced twice before the issue was resolved and the procedure was able to be continued through successful completion. The reported events caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece was not returned for investigation of the reported event. Visual inspection observed an unusually depressed handpiece scope tab and confirmed through functional testing and dimensional inspection as the handpiece scope tab failed to stop the go gage from passing. This confirms that the handpiece scope tab fails its functionality. However, the blood and fluid observed on the handpiece shell indicate that the handpiece was used inside the patient. Additional review with manufacturing confirmed a very low probability of the cause being manufacturing-related. It is possible that the cause of the depressed tab may be use related, but this could not be determined with the information obtained. The current user manual, um0104-00 rev. G aquabeam robotic system user manual was reviewed. 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup states: while supporting the aquabeam handpiece, gently grip the middle of the semi-rigid section of the aquabeam scope and partially insert through the clear rubber seal on the bottom of the aquabeam handpiece. Hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key. Alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Confirm the aquabeam scope is fully engaged by advancing and retracting the scope proximal key and observing the scope tube tip moving in concert with the aquabeam scope. Scope disassembly. 11.2.21 aquabeam robotic system disassembly retract the scope carriage to the proximal end to remove the aquabeam scope from the aquabeam handpiece. Simultaneously depress the tab at the bottom of the aquabeam handpiece and push the scope carriage off the track. Rotate the scope proximal key adapter until grooves are perpendicular to the aquabeam handpiece track. Holding the aquabeam handpiece scope tube tip, rotate the scope proximal key adaptor about 30 degrees clockwise and counterclockwise while pulling the aquabeam scope out of the aquabeam handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation of the reported event. Visual inspection observed an unusually depressed handpiece scope tab and confirmed through functional testing and dimensional inspection as the handpiece scope tab failed to stop the go gage from passing. This confirms that the handpiece scope tab fails its functionality. However, the blood and fluid observed on the handpiece shell indicate that the handpiece was used inside the patient. Additional review with manufacturing confirmed a very low probability of the cause being manufacturing-related. It is possible that the cause of the depressed tab may be use related, but this could not be determined with the information obtained. A review of the device history record (DHR) ab2000-b/ serial number (B)(6), and aquabeam handpiece with lot number 22c03972 was conducted, which confirmed that there was one (1) non-conformance issued to this lot of the handpiece during the manufacturing process that could potentially be related to the reported event. However, the lot was reworked and passed all final inspections; and was released successfully per device specifications. The current user manual, um0104-00 rev. G aquabeam robotic system user manual was reviewed. 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup states: -while supporting the aquabeam handpiece, gently grip the middle of the semi-rigid section of the aquabeam scope and partially insert through the clear rubber seal on the bottom of the aquabeam handpiece. -hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. -an audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. -confirm the aquabeam scope is fully engaged by advancing and retracting the scope proximal key and observing the scope tube tip moving in concert with the aquabeam scope. Scope disassembly 11.2.21 aquabeam robotic system disassembly -retract the scope carriage to the proximal end to remove the aquabeam scope from the aquabeam handpiece. -simultaneously depress the tab at the bottom of the aquabeam handpiece and push the scope carriage off the track. -rotate the scope proximal key adapter until grooves are perpendicular to the aquabeam handpiece track. -holding the aquabeam handpiece scope tube tip, rotate the scope proximal key adaptor about 30 degrees clockwise and counterclockwise while pulling the aquabeam scope out of the aquabeam handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.